Event description:
The customer reported that he was treated by the paramedics for a low blood glucose of 33 mg/dl. The customer stated that he did not eat breakfast or lunch that day. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was educated on how active insulin works as he did not know about this feature. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.